Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 75mg/dl. Caller states his glucose is normally 130-140mg/dl. No adverse event reported. Other memory results: 95mg/dl, 98mg/dl, 79mg/dl, 112mg/dl.